Event description:
Customer reported a false positive hcg on lot# 030998. Pt had a scheduled colposcopy cancelled. Serum result negative. No injury was reported.

Manufacturer narrative:
A product recall was instituted by the MFR for the clinitest hcg lot# 030998 reported in this event.